Manufacturer narrative:
Event date. Exact event date is unknown.

Event description:
It was reported that the patient came back to the physician office days after a water vapor therapy feeling sick. The patient was diagnosed with an infection and prescribed with antibiotics. A trans urethral resection of the prostate (turp) was performed a few weeks later to resect the rest of the prostate. There were no further complications reported.

Event description:
It was reported that the patient came back to the physician office days after a water vapor therapy feeling sick. The patient was diagnosed with an infection and prescribed with antibiotics. A trans urethral resection of the prostate (turp) was performed a few weeks later to resect the rest of the prostate. There were no further complications reported.

Manufacturer narrative:
B3. Event date. Exact event date is unknown. There was no device performance allegation. The reported patient symptom is a known risk associated with rezum water vapor therapy procedure and indicated in the device instructions for use. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.